Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was performed for the reported lot and it was found that there were no non-conformities which could have contributed to the reported failure mode. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a small piece of foreign material "a couple of sizes larger than the head of a pin" was found inside the tunnel. The harvester could not identify what the piece was or where it came from. After the piece was retrieved through the original incision using the jaws of the vasoview hemopro 2 endoscopic vessel harvesting system, the unit released a plume of smoke and continued releasing an excessive amount of smoke from the area near the jaw hinge. The operating room staff reportedly believed possibly a piece was missing from the coating in this area. The reporter stated that the device was cutting and sealing accordingly. The procedure was completed with the reported device. There were no additional pt effects. The product was discarded.